Manufacturer narrative:
The customer returned one vial of test strips, lot 203359 ((B)(4)), containing 3 test strips. The test strips, vial and stopper showed no noticeable defects. All inr values were within the specified maximum difference between the measurements. No error messages occurred. The customer allegation could not be verified.

Event description:
It was reported that while using the coaguchek xs (serial number (B)(4)) on (B)(6) 2015 the customer obtained a result of 5.7 inr at 11:30 am and a result of 4.0 inr at 11:30 am. The results were from separate finger sticks. The customer's daughter called the doctor's office and was told to hold the customer's coumadin. The customer did not have any symptoms of bleeding or bruising. On (B)(6) 2015, when the preceding results were reported, the customer obtained a result of 3.8 inr on the meter. The following results were obtained in the days prior to the reported comparison. On (B)(6) 2015 a result of 5.2 inr was obtained. On (B)(6) 2015 a result of 5.8 inr was obtained. On (B)(6) 2015 a result of either 1.7 inr of 1.9 inr was obtained and the customer's coumadin dose was increased. On (B)(6) 2015 a result of 1.6 inr was obtained. She is not on heparin or any direct thrombin inhibitors. She does not have any antiphospholipid antibodies. Her therapeutic range is 2.0- 3.0 inr. It is reported that she is in a weak but stable condition. The suspect product was requested to be returned and replacement product was sent. The relevant retention test strips (lot 20335922) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). No error messages occurred. The retention samples were acceptable.